Event description:
It was reported to baxter (B)(4) that a folfusor sv 2.5 was leaking during use. The device had been filled with 5-fluorouracil when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The following was reported through post-market clinical trial: (B)(4), subject expired on (B)(6) 2008. Study coordinator called in for her 3 year follow up and discovered that the subject expired. The family were not willing to give any information about circumstances of her death. Letter/disclosure of health care information was received from health information management, stating there is no record of this individual in their patient database. Study coordinator will try to obtain death certificate from funeral home.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak but the leak could not be duplicated. The root cause could not be determined. This device is a single use device and will be discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.